Event description:
Event description guidant received information that two leads were exhibiting signs of lead rupture approximately five weeks post implant. The model 4451 lead was explanted from the patients ventrical and returned to guidant. The 4473 atrial lead was removed from service and surgically abandoned.